Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath was selected for use during an pulmonary vein isolation procedure. During preparation, a slow drip blood leak was noticed from the proximal end of handle around valve. The leak was minimal with no clinical event and stopped by replacing the sheath. Fluid leak from the valve was observed while flushing the faradrive sheath. Pressure bag was used for irrigation. There was no damage to the luer. No air in sheath was noted. Only dilator had been inside the sheath prior to. And/or at the time leak was observed. The procedure was successfully completed using a non-bsc device. No patient complications were reported. The product was disposed of at the facility and will not be returned for analysis.